Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing uncomfortable heating at his scs ipg pocket site while charging following a motor vehicle accident. As a result, the scs ipg was explanted and replaced. Additionally, the pocket site was relocated. The issue resolved with the surgical intervention.